Event description:
Caller reported a tandem mobi cartridge alarm, which did not adversely impact the customer's blood glucose level. Technical support confirmed the cartridge alarm and determined that the issue was not caused by external magnets or during the load process and that there were no prior reports of similar alarms with this pump serial number. To resolve the issue, technical support arranged to replace the pump with one that had updated software. The customer was provided with instructions on how to place the pump into storage mode and return it to tandem using a pre-paid shipping label. The customer was also advised on programming their settings and connecting their cgm to the replacement pump, and acknowledged all instructions provided.